Event description:
It is reported that the device was implanted in 2003, and that the pt was revised in 2009, due to the device breaking.

Manufacturer narrative:
Evaluation summary: as returned, the articular surface exhibited fracture damage at the base of the spine and some backside wear. Laboratory examination using sem on the fractured surface shows striated features indicating the fracture was a result of fatigue. It also appears that the fractured surface exhibited subsequent wear after breakage. The wear noted on the articulating surface and back side did not appear excessive considering the implant being in vivo for approx 6 yrs. The tibial plate was not returned and any info concerning that implant is unk. X-rays were also not available. Based on the avail info, the cause of the fractured spine cannot definitively determined due to lack of info. Device history records indicate all components were mfg and inspected to spec. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.